Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported a horizontal trend arrow at the time of the call. Customer reported receiving readings of 20.2 mmol/l, 8.0 mmol/l, 14.6 mmol/l and 3.0 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) was updated based on previous extended investigation. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, sensor was found to be in sensor state 6 (indicating abnormal termination) with brownout reset events internally logged (event 19 and event 23) due to a temporary drop in the source voltage. The senor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues were observed. Sensor was reprogrammed and sensor terminated to state 6 upon reactivation. The sensor was de-cased and corrosion was found on the printed circuit board assembly (pcba). The battery was replaced with a retained battery and current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. The erratic readings issue reported by the customer is therefore not confirmed.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported a horizontal trend arrow at the time of the call. Customer reported receiving readings of 20.2 mmol/l, 8.0 mmol/l, 14.6 mmol/l and 3.0 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.